Event description:
It was reported that the system was powering on with error 32101. Customer restarted the system with no change. Logs indicate the error was pointing to the axes control setup (acu) and the proximal set up joint (suj) 2. Intuitive surgical, inc. (Isi) technical support engineer (tse) walked the customer through a hard power cycle on the patient cart with no change. A field service engineer (fse) was dispatched to the site and replaced the proximal suj to correct the errors experienced at startup. There was no report of patient involvement or report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the proximal set up joint (suj) to correct the reported errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The proximal suj was analyzed, and error 32101 was found in system logs indicating a high-side switch error on set up joint (suj) proximal axes controller setup (acu) +48v pointing to the brake. It was coupled with error 32100 confirming that the faults occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where it triggered error 32101 on startup and in the logs thus replicating the event. The unit was then installed onto a patient side cart fixture test platform (pftp) where it failed to release the horizontal brake and had error 32099 in the logs. Installed a golden acu and it passed brake tests but failed z-twang motor tests. The complaint was confirmed based on failure analysis. The probable root cause can be attributed to axes controller set up (acu) and the printed circuit assembly (pca).

Manufacturer narrative:
The probable root cause can be attributed to pertaining to the acu pca of the inner proximal suj.

Event description:
Refer to h11 for follow-up information.